Event description:
During an in-clinic follow-up, a rapid drop in battery longevity was observed on the device. Abbott technical support was contacted and suspected premature battery depletion. In addition, episodes of myopotential oversensing were noted on the device. Device replacement is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of premature depletion was confirmed in the lab, while the reported event of oversensing was not confirmed. The cause of the high current was found in an integrated chip anomaly. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found early battery depletion on the device usage.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature depletion was confirmed in the lab. The cause of the high current was found in an integrated chip anomaly. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found early battery depletion on the device usage.